Event description:
A pt developed a rash, where the adhesive of the drape had been applied to her skin. It was still ongoing 3 weeks later. She was treated with calamine lotion at the time, and currently is on medication.

Manufacturer narrative:
The customer was not able to provide the lot number or the sample. The double coated tape has a pressure sensitive adhesive. During the product development phase, all materials used for the drape, including the tape, were evaluated for biocompatibility. The testing was performed in accordance with international standard iso (B) (4) biological evaluation of medical devices. Only materials that successfully completed these tests can be commercialized. The tests utilized are designed to predict the safety of the product for the general population of users. No tests or services of tests can guarantee that a particular item will be compatible with all users. We will continue to monitor our customer base for complaints of this nature.